Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3-4. A ntw mitraclip was chosen for implantation. During the first attempt at establishing final arm angle, it reopened approximately 5 degrees and mr worsened. Troubleshooting was attempted, but the clip would still reopen. The clip was removed and a replacement ntw mitraclip was implanted successfully. The procedure ended with mr reduced to grade 1. There were no patient consequences or clinically significant delay. No additional information was provided.